Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion characteristics and location are unknown. The balloon of the maverick2 monorail ptca catheter ruptured at 12 atms. The number of inflations and to what atms is unknown. The procedure was completed with a different device. No complications or injuries were reported. Patient status was listed as "good".

Manufacturer narrative:
(B)(4).